Event description:
It was reported that catheter stuck in stent occurred. An opticross imaging catheter was advanced for use. However, during procedure, when the opticross catheter was attempted to be removed after placing the stent , it got caught in the stent and could not be removed. It was able to removed by performing dilation with a balloon catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable. It was further reported that the length of the stent was 38mm and that it was a non-bsc stent. When the device was being removed it got stuck on the stent struts that were lifted up on the lumen. The device was stuck on the stent at the guidewire exit hole. In order to removed the device the physician inserted the guidewire and inflated the balloon and then removed the device. No consequences or impact to the patient.

Manufacturer narrative:
Device evaluated by MFR: there was observed a damage on the guidewire exit port assembly. A kink was observed in the sheath assembly from femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. No other visual damages were encountered upon visual inspection.

Event description:
It was reported that catheter stuck in stent occurred. An opticross imaging catheter was advanced for use. However, during procedure, when the opticross catheter was attempted to be removed after placing the stent , it got caught in the stent and could not be removed. It was able to removed by performing dilation with a balloon catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable. It was further reported that the length of the stent was 38mm and that it was a non-bsc stent. When the device was being removed it got stuck on the stent struts that were lifted up on the lumen. The device was stuck on the stent at the guidewire exit hole. In order to removed the device the physician inserted the guidewire and inflated the balloon and then removed the device. No consequences or impact to the patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was no damage observed on the distal tip or guidewire exit port assembly. A kink was observed in the sheath assembly from femoral marker to the proximal end. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that catheter stuck in stent occurred. An opticross imaging catheter was advanced for use. However, during procedure, when the opticross catheter was attempted to be removed after placing the stent , it got caught in the stent and could not be removed. It was able to removed by performing dilation with a balloon catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable. It was further reported that the length of the stent was 38mm and that it was a non-bsc stent. When the device was being removed it got stuck on the stent struts that were lifted up on the lumen. The device was stuck on the stent at the guidewire exit hole. In order to removed the device the physician inserted the guidewire and inflated the balloon and then removed the device. No consequences or impact to the patient.

Event description:
It was reported that catheter stuck in stent occurred. An opticross imaging catheter was advanced for use. However, during procedure, when the opticross catheter was attempted to be removed after placing the stent , it got caught in the stent and could not be removed. It was able to removed by performing dilation with a balloon catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable.